Event description:
During device replacement for normal battery depletion, there was difficulty removing the right atrial (ra) lead from the header of the device. The ra lead was cut and the device was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to disconnect and inability to loosen the atrial setscrew was confirmed. The device was received with battery voltage at end of service (eos) level and in backup mode consistent with exposure to cold temperature. Visual inspection of the header and connector found the atrial setscrew stripped by end-user caused by inserting the wrench tool at angles to the inset damaging the atrial setscrew. Additional inspection did not detect any contamination or foreign material that could contribute to the reported event. A longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.